Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2019-08996. It was reported that the patient developed an infection around her scs system. As a result, the patient's system was explanted, and placed on antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-08996. Follow up revealed that the patient's infection has resolved.